Manufacturer narrative:
Results of investigation: the carefusion failure analysis rep received gde assembly and inspected the gde externally, no anomalies were found. Installed gde on to avea test station and powered in to user mode, ¿vent inop¿ was being displayed on the uim alarm banner. Cycled the power in to service mode to check the error log, found ¿bad cal, exp pt¿ in the error log history causing the ¿vent inop¿ alarm. The carefusion failure analysis rep was unable to duplicate the ¿ext high ppeak¿ alarm. Exp pres transducer (xdcr2) located is located in the tca assembly is what caused the ¿ext high ppeak¿ before transducer got recalibrated. Railed high a/d counts is a contribution to ¿ext high ppeak¿ alarm.

Manufacturer narrative:
Carefusion file identification: (B)(4). The customer did not provide patient demographics such as age, date of birth, gender, and weight. Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator; the unit suddenly gave ext hi ppeak (extended high peak pressure) alarms and stopped delivering breaths. The issue occurred during patient use. The customer reported the patient was moved to a known working ventilator. The customer reported that there is no patient harm or injury associated with the event.